Manufacturer narrative:
(B)(4). This is a report of a use error, where a patient line was not properly connected to the transfer set. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the troubleshooting for an unrelated alarm on the homechoice device, the patient line had become loose from the transfer set because of an improper connection. The caregiver stated that after the patient line separated from the transfer set, the patient reconnected and air was observed in the line. The patient was to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.